Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate therapy due to an insulation abrasion on the rv lead. X-ray noted externalized conductors. The hv therapy was turned off until a lead revision. Review of the images did not reveal externalized conductors. The lead was capped and replaced. The patient is doing well.